Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging that the subject meter was not turning on. The reported issue was resolved with customer service troubleshooting through training. There were no allegations of harm or injury. Based on the customer service investigation, this complaint is not reportable since there was no evidence of a malfunction or adverse event. On (B)(6) 2011, the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group on (B)(4) 2011. Investigation found that the battery was low/dead and the spc pins were out of specifications. This complaint is being reported due to the failed device investigations.

Manufacturer narrative:
The 510(k) # is k082590.